Event description:
The hospital initially reported that during endoscopic vein harvesting procedures, the power supply was not emitting an audible "beep" when hemopro devices were activated. The hemopro devices functioned properly. The power supply was used to complete the cases. Follow-up info was provided one day after the complaint was reported indicating that the power supply is functioning properly and emitting sound. The hospital will reportedly not be returned the device in question. Note: the customer could not provide the exact date of the event; however, they indicated that the incident occurred sometime during the week of (B)(6), 2012.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).